Manufacturer narrative:
Vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that buttons did not work nor were wave forms moving. Fsr replaced the user interface module (uim) and did operational verification procedure and user verification tests. The ventilator is now working according to manufacturer's specifications. The defective uim was received in vyaire failure analysis laboratory for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported wave forms on the user interface module (uim) touch screen were frozen and no breaths were going out to the patient issue on the avea ventilator. Patient was manually ventilated and moved to another ventilator. The customer confirmed that there was no patient harm or injury that was associated with the reported event.